Manufacturer narrative:
It was reported that two trufill dcs orbit coils (B)(6) were stretched during insertion. After removal from the patient, other than the reported event, no other damages were noticed on the delivery systems or microcatheter, and the coils were still attached to the delivery systems. No further information regarding the reported events has been provided in response to investigational efforts. With processing of this complaint it was noted that the lot numbers provided for both orbit coils had expiration dates prior to the reported use. With follow-up investigation it was reported that the coils were received from the hospital's internal logistics personnel. Further information reported the (B)(4) orbit coil was previously taken out of its packaging (box) in anticipation of using during another unrelated procedure. However, the device was not used and the packaging (box) was discarded therefore, in order to store and identify the device, another packaging for a 2x2 orbit was provided by the hospital logistics personnel. In actuality, the lot number, and therefore the expiration date of the 2x2 orbit coil used in this procedure is not known. No information/confirmation regarding the expiration date or circumstances regarding the other coil (B)(4) is known.review of final lot 13343916 & coil subassembly lot 13332013 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.there is no information regarding at what point during the procedural use of the devices that the coils stretched. Based on the lack of information pertaining to the stretching of the orbit coils, no conclusion can be made regarding possible contributing factors. Therefore no conclusion can be made and no corrective actions will be taken. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00288 & 1058196-2010-00289.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13343916 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records or excursion were found for lot 13343916. Coil subassembly lot 13332013. It was observed during review of these lots that no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. No other issues were noted that were considered potentially related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00288 & 58196-2010-00289. Additional information will be submitted within 30 days upon receipt.

Event description:
During the procedure, the prowler 14 dmb f shape microcatheter was initially kinked. The two coils were stretched during insertion. The microcatheter was not placed at the target site when the kink occurred. The microcatheter was re-shaped, and a shaping mandrel was utilized. No damages were noticed after the microcatheter was reshaped. After removal from the patient, other than the reported events, no other damages were noticed on the delivery systems or microcatheter, and the coils were still attached to the delivery systems. Additional information was requested and is pending.